Manufacturer narrative:
Device is not distributed in the united states but is similar to distributed united states product. (B)(4).

Event description:
It was reported that t2 did not deploy from the fast-fix 360 curved device. The surgeon used a backup device to complete the procedure. T1 was removed from the patient and a five minute delay occurred as a result. No patient injury or impact was reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. (B)(4).